Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak. The customer¿s blood glucose was unknown at the time of incident. The customer was assisted with troubleshooting. The customer stated that the reservoir was leaking past 2nd o-ring. Customer stated there are not an air bubble in the reservoir. The reservoir will be returned for analysis.